Event description:
It was reported that following a pump refill, the pt had experienced right arm weakness, diarrhea, loss of hearing, nausea, disorientation, vision issues and balance issues. The pt was admitted to the hospital. The pump contained prialt, concentration and dosage unk. Additional info has been requested, a follow-up report will be sent when and if additional info becomes available.

Manufacturer narrative:
.